Event description:
It was reported that the faradrive steerable sheath's package was damaged. It appeared crinkled and the sterile packaging was possibly compromised. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.